Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the responses to the requests for clinical information, operative reports, radiographs or the device were not provided. Therefore, without adequate documentation the reported revision cannot be confirmed, nor can the root cause of the reported revision be determined. Per the complaint details, during the revision the surgeon found the olecranon plates had a slight curvature at the distal end which does not really fit the olecranon anatomically. However, it was reported the plates were not removed from the patient. Based on the limited information provided, the impact to patient beyond that which has been already reported could not be determined. Therefore, no further clinical/medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, patient anatomy. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient received a revision surgery due to an elbow dislocation. During the revision the surgeon found that the olecranon plates has a slight curvature at the distal end which does not really fit the olecranon anatomically. No more information was provided at this time.